Event description:
The customer reported that he had received a calibration error. Customer's blood glucose was 156 mg/dl at the time of the incident. Customer stated that he received a low suspend but his blood glucose was 121 mg/dl. Customer's sensor glucose was 70 mg/dl. Customer's suspend threshold was 80 mg/dl. Customer removed the sensor during the call. The issue could not be resolved through troubleshooting since it was a past event.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.